Manufacturer narrative:
Initial MDR 2432235-2015-00416 was filed on (B)(6) 2015. Additional information (9/30/2015): the correction/removal report (crr) was provided to the FDA on 9/30/2015. The crr number has been provided .

Manufacturer narrative:
Siemens healthcare diagnostics has confirmed the hemoglobin a1c_3/ a1c_3m reagent kit lots 230 ( smn10379673 and 10485591) and 231(smn 1048559) used on the advia 1200, 1650, 1800, 2400, and xpt chemistry systems may demonstrate an increased occurrence of high %hba1c bias. Siemens internal investigation demonstrates reagent lots 230 and 231 may exhibit a positive bias averaging 0.6% hba1c units, ranging from -0.1% to 1.1% hba1c units. The bias was observed when comparing %hba1c means to ngsp pooled patient target-value assigned samples ranging from approximately 5.5% to 8.0% hba1c. The maximum bias was observed at higher %hba1c concentrations. Qc samples may exhibit a similar bias. An urgent medical device correction (umdc) chc-15-19 is being sent to us customers and a urgent field safety notice (ufsn) chc-15-19 is being sent to ous customers in september of 2015. The umdc and ufsn state that customers are to discontinue use and discard reagent kit lots 230 and 231.

Event description:
The customer has indicated that they have observed a high bias on quality control samples when using hemoglobin a1c_3 reagent lot 230 on the advia chemistry 1800 instrument. The customer observed this high shift when switching from hemoglobin a1c_3 reagent lot 201 to 230. There were no reports of patient intervention or adverse health consequences due to the high bias observed on the quality control samples.